Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-31647. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated the batch 6004009 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and work instruction wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out (B)(4)samples passed the test. Functional flow test 1 according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6004009 was manufactured according to the wi version 77 and packaging in the multivac 12, on 06/nov/2023, with a total of (B)(4) units. Assembly of quick set: the lot 3k04919 was manufactured according to the wi version 26 manufactured in the line assembly of quick-set, on 05/nov/2023, with a total of (B)(4) units. The lot 3k04963 was manufactured according to the wi version 26 manufactured in the line assembly of quick-set, on 07/nov/2023, with a total of (B)(4) units. The lot 3k04965 was manufactured according to the wi version 26 manufactured in the line assembly of quick-set, on 07/nov/2023, with a total of (B)(4) units.. Gluing of quick set the lo 3k04915 was manufactured according to the wi version 40 manufactured in the line pegado 04,05 and 08, on 06/nov/2023, with a total of (B)(4). The lot 3k04911 was manufactured according to the wi version 40 manufactured in the line pegado 04,05 and 08, on 01/nov/2023, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/apr/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6004009 and 1 other complaints have been registered in "database" for the same lot 6004009 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production. Another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. The patient reported that on (B)(6) 2024, patient experienced that infusion set was leaking from quick release or tubing and pump was not dropped with set in place. No further information available.